Event description:
While using the phillips integris 5000 fluoro, the warining detector showing temperature out of range at the start of 1st case. Phillips service was notified. During 2nd case, equipment failure occurred. During procedure pt developed chest pain with st segment elevations in anterior leads. Lad showed 99% obstruction. Equipment would not fluoro or acquire images and gave overheated warning and shut down. With this failure, the staff used the mobile c-arm, oec 9800 series to complete case. Because of a board failure fluoro and imaging was not possible. Pt to surgery for bypass. Biomed reports that pm is current as per manufacture recommendations. New board requested for installation.